Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2013, due to skin breakdown near the implant site; the patient does not intend to reimplant as of the date of this report (B)(4).

Event description:
Per the clinic, the device was explanted due to infection (date not reported). Additional information has been requested, but has not been provided as of the date of this report, (B)(6) 2013.it is unknown if there are plans to reimplant the patient with another device as of the date of this report.